Manufacturer narrative:
Reported event: an event regarding a child process error involving 2.1 rio robotic arm int. Orth. System: 204000 was reported. Method & results: device history review: a review of the DHR associated with rio 183 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding child process errors. There were only 2 other reported events ((B)(4)). Conclusion: the session data from the case was reviewed. An analysis of the session errors and warnings was completed. Based on the session data, it was confirmed that a child process error appeared 2 minutes after entering reaming. It is possible that the application was exited abnormally or the continuous presence of the ¿rio not fully seated on the floor¿ warning could have caused a time out issue, which would appear as child process error. The data at this time shows the mako operated as expected. No system defect or malfunction is suspected.

Event description:
The surgeon was performing makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the computer screen froze and an error code was displayed. The rio system shut down and restarted on its own. Troubleshooting efforts were performed and was able to return to the cup reaming page and proceeded with the case. The computer screen froze a second time with no error message displayed. At this time the computer would not restart or unfreeze and had to be restarted. The computer was able to get back to cup impaction page but no values were available. Following cup impaction, cup plane was checked and the position came out to 40/25 which is what was planned. There was a delay in the case of about 10 minutes. There was no patient harm reported and cup position was not effected. The case was successfully completed.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing makoplasty total knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the computer screen froze and an error code was displayed. The rio system shut down and restarted on its own. Troubleshooting efforts were performed and was able to return to the cup reaming page and proceeded with the case. The computer screen froze a second time with no error message displayed. At this time the computer would not restart or unfreeze and had to be restarted. The computer was able to get back to cup impaction page but no values were available. Following cup impaction, cup plane was checked and the position came out to 40/25 which is what was planned. There was a delay in the case of about 10 minutes. There was no patient harm reported and cup position was not effected. The case was successfully completed.